Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd discardit¿ ii syringe broke off on the ampoule of ppi water. The following information was provided by the initial reporter, translated from (B)(6): "the tip of the syringe broke on the ampoule of ppi water. No consequence, new syringe used."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes. D.9. Returned to manufacturer on: 30-mar-2022 h.6. Investigation: a device history record review was completed for provided material number 300296 and lot number 2112225. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned. Through examination of the sample, our quality engineer team was able to confirm the reported defect of tip breakage. The material used to manufacture the discardit syringe has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defective product identified. An exact cause cannot be determined.

Event description:
It was reported that the tip of the bd discardit¿ ii syringe broke off on the ampoule of ppi water.the following information was provided by the initial reporter, translated from french: "the tip of the syringe broke on the ampoule of ppi water. No consequence, new syringe used."